Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. (B)(4).

Event description:
Received a user facility medwatch report # (B)(4). With the following information "patient was undergoing a leg vein harvest when tip of tunneler fell off inside the wound. Tip able to be retrieved and crack noted on tip." It is unknown how the pieces were removed and how the procedure was completed. It is also unknown if product is available for evaluation.